Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps transfer sets disconnected at an unspecified location which resulted in a leak. The patients had huge leaks on their pants and clothing. For two patients the event occurred while cutting their front yard grass. For one patient the event occurred while preparing their meal. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d1: brand name, d4: catalogue #, d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, d9, g4: PMA/510k # or bla #, h3, h4: device manufacture date, h6, and h11: h11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues or leaks were observed. Integrity testing was performed; the patient adapter was tightened to an in-lab titanium adapter and leak tested and no issues or leaks were observed. Torque engagement testing was performed and the engage and disengage force was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.